Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the crack in reservoir area. The customer¿s blood glucose level was unknown time of the incident. Customer stated that the reservoir was able to lock in place but it was not perfect. Customer also stated that the insulin pump was exposed to moisture. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring. Unable to perform self test, off no power test, unexpected restart error test, displacement test or current measurements due to blank display. Unit received with moisture damage on motor home switch, force sensor resistance and electronic board stack. Insulin pump received with cracked reservoir tube window